Event description:
During left knee replacement,the spring pin used to prepare the femur and hold cutting guides in place apparently broke. The broken spring pin was found after the completion of the procedure. Post op x-ray confirmed the threaded portion of the spring drill pin had fractured and was retained by the patient.====================== manufacturer response for spring drill pin, signature instrumentation======================unable to assess as broken portion discarded.